Event description:
A user facility reported to olympus that the high intensity mode was not functioning. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty scope socket was found and the slide detection mechanism was not functioning, causing the high intensity mode to not engage. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When the device was plugged into a light source, it triggered high intensity light. Based on the results of the investigation, the definitive root cause of the high brightness could not be determined. The root cause of the scope detection failure was a faulty socket. The device functioned properly when a different scope socket was used. Olympus will continue to monitor field performance for this device.